Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, frozen readings was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(4)/2018, frozen readings was reported. Product was provided for evaluation. A voltage test was performed and passed. An external visual inspection was performed and passed. A bluetooth pairing test and bin file analysis was performed and passed. A functional test was performed and passed. Customer complaint was undetermined. Probable cause could not be determined.